Event description:
Initial result for a pt total bilirubin was 34.1 mg/dl. When repeated, the result was 11.0 mg/dl. The incorrect result was not used to guide therapy. The field svc rep found the system was contaminated with bacteria and repaired the instrument by decontaminating and clearing the rinse mechanism.